Event description:
Patient reports new vios system is not working correctly. Flapper on mouthpiece came off, but after he put it back on it didn't work correctly. He is using the backup nebulizer for now. Unknown if patient experienced an adverse event, missed dose, or if product available for return. No further information provided.